Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced reoccurring incontinence with his artificial urinary sphincter (aus) due to the balloon being empty. When removed and tested there was no leak in the balloon. A new balloon was implanted and connected to the existing implant, coaptation was observed under cystoscopy and determined by the surgeon no other components needed to be changed. No information about the patient's outcome was provided. No more information is available at the moment.